Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device leaked during infusion.

Event description:
It was reported that the device leaked during infusion.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a tear on the inflation funnel. Exact cause of the sample condition could not be determined. Attempted to inflate the sample with water and observed water leaking at the bifurcation of catheter. Potential root cause for this failure mode could be user related ( example: sharp object/rough handling). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.